Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the insulin cartridge was leaking insulin in the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.